Manufacturer narrative:
An event regarding length discrepancy involving a securfit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. However an image was provided. Biological debris was noted on the device. -medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
Patient was dissatisfied with leg length after initial surgery on (B)(6) 2015. Revised on (B)(6) 2015.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was dissatisfied with leg length after initial surgery on (B)(6) 2015. Revised on (B)(6) 2015.